Event description:
The return product form of the explanted products indicated the device was also explanted due to lack of efficacy. Generator analysis was completed. Low battery eos was alleged against generator was confirmed in pa lab. This is an expected result with generator use. Battery measured depletion and current consumption rates were within specification and demonstrating normal battery depletion. Failure to program allegation was duplicate in pa lab and was determined to be result of normal battery depletion. Report of speech impediment, voice alteration and pain are beyond the scope of pa and cannot be evaluated however the depleted battery may have been contributing factor. Generator performed according to functional specifications. Electrical performance of generator measured in lab will be used to concluded that no abnormal or other adverse conditions were found with generator. Product analysis (pa) was performed on the returned lead portions. The allegations are beyond the scope of activities performed in the pa laboratory environment and are not actionable issues which will result in confirmation of an event, however, the observed discontinuities may be a contributing factor for the ¿pain¿ and ¿lack of efficacy¿ allegations. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 358mm portion both quadfilar coils appeared to be broken in the electrode area. Scanning electron microscopy was performed and identified the area on three of the broken coil strands as being mechanically damaged which prevented identification of the coil fracture type with pitting on one. The area on the remaining broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuities and abraded opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence of a contributing factor for the alleged ¿pain¿ and ¿lack of efficacy¿ allegations. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient had a full revision performed due to dysphasia which is known to be a deficiency in the generation of speech, and sometimes also in its comprehension, due to brain disease or damage. It was indicated that the patient's device was unable to interrogate likely due to battery depletion, however battery life calculation was performed and indicated there was an estimate of 4.8 yrs remaining until neos = yes which does not support to the report. There are about 9 years of missing data and is unknown if the patient's device was ever turned back on after disablement performed in 2011. During follow-up with the physician it was indicated that the patient reported having pain with vns and did not tolerate it. It was indicated that the relation between the adverse events and vns could not be assessed. The explanted generator and lead were received into product analysis but has not been completed to date. No additional relevant information has been received to date.